Event description:
It was reported that the device delivered inappropriate shock due to functional under-sensing. The patient was stable. Unknown if any intervention was performed.

Event description:
New information indicated that device reprogramming was made.